Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the homechoice (hc) during use. There were no loose connections. The home patient (hp) didn't know where they were in therapy. The hp cycled the power. Then system error 2367 occurred. The hp would complete therapy with manual bags and the alarm was cleared. Per the callscript, the hp was connected at the time of the alarm, the hp did not disconnect any time prior to the alarm, all of the bags were spiked and connected properly, there was no patient extension line used, there were no open clamps any unused supply lines, and there was not anything unusual noted about the supplies. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On 03/1/2012, product surveillance contacted the registered nurse (rn) regarding the reported event. The rn they were not aware of the incident. The rn stated the hp would not have any samples/lot numbers and would have discarded them by now. Then rn stated the hp has been performing therapy successfully and there has been no injury or medical intervention.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. This complaint for a system error 2240 (air in line) was not confirmed. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.